Manufacturer narrative:
D10. Concomitants products: unknown trocar, unknown trocar device (lot unknown); unknown trocar, unknown trocar device (lot unknown) tarek a. Awad, md, mrcs, mohamed h. Fahmy, md, george a. Nashed, md, omar eldeeb, mbbch, pgdip, mrcs, niazy m. Selim, md, phd, facs. "Robotics in gallbladder surgery; single-site robotic cholecystectomy versus single-incision laparoscopic cholecystectomy: a prospective nonrandomized controlled study." Current problems in surgery, 2026. Https://doi.org/10.1016/j.cpsurg.2026.101996 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed between march 2021 and september 2022, a prospective nonrandomized study compared the outcomes of patients undergoing cholecystectomy via single site robotic cholecystectomy, multi-incision laparoscopic cholecystectomy and single incision laparoscopic cholecystectomy. It was noted that the device was utilized during single incision laparoscopic procedures. There were 100 patients included in the study and were divided into three groups. Group a included 35 patients who underwent single site robotic cholecystectomy (ssrc). Group b included 35 patients who underwent single incision laparoscopic cholecystectomy (silc). Group c included the last 30 patients who underwent multi-incision laparoscopic cholecystectomy (milc) as the control group. There was one right hepatic artery injury in silc group, resulting in conversion to laparotomy. Robotics in gallbladder surgery; single-site robotic cholecystectomy versus single-incision laparoscopic cholecystectomy: a prospective nonrandomized controlled study 10.1016/j.cpsurg.2026.101996.